Event description:
It was reported through the attorney for the patient as a result of a legal claim that allegedly the patient received a trident ceramic on ceramic hip system. It was further alleged that the patient is experiencing "squeaking" from the system.

Manufacturer narrative:
The information in this file was provided by stryker orthopaedics legal affairs department. No additional information is available a this time. The devices are not available due to the ongoing litigation.